Event description:
During routine testing of the device at the service ctr, the user observed "f070, f133, and f233" error messages displayed on the arterial module, and an "f034" error message on the venous module. The user also reported that the monitor did not work on battery mode. Since this event occurred at the service ctr, there was no pt involvement during this event.